Manufacturer narrative:
Insulin pump received with severely cracked and push in and bleeding lcd glass. Insulin pump received cracked lcd glass. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
It was reported that the insulin pump had cracked screen. Customer's blood glucose value was unknown at the time of the incident. No further information was provided. The customer was advised the insulin pump has to be replaced and revert to backup plan per healthcare provider's instruction. Customer will return device for analysis.